Event description:
It was reported by the rep that the device was used during a laparoscopic assisted colectomy. It was reported that the er420 endo clip was spitting clips inadvertently. It would approximate one then spit one. The surgeon kept dry firing to get another loaded to get the case done. There was no consequence to the pt.